Event description:
It was reported that nexiva 22 ga x 1 in single port leaked. The following information was provided by the initial reporter: the customer reports that the fluid leaked at the catheter junction.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/28/2020. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit without the needle assembly and seven photos. Through the visual examination, the unit and photos revealed leakage had occurred near the base of the catheter tubing. A leak test was performed and leakage was found near the base of the catheter tubing. The catheter tubing was microscopically inspected and skiving was observed along the inside of the catheter tubing where the leakage had occurred. A tear along the length of the catheter was also present at the center of the skiving. Based on the location and shape of the damage, the leakage is likely attributed to the needle tip scraping and piercing the catheter wall during use in the user environment. The IFU advises against moving the cannula up and down the catheter tubing as it can cause the needle to spear through the catheter. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that nexiva 22 ga x 1 in single port leaked. The following information was provided by the initial reporter: the customer reports that the fluid leaked at the catheter junction.